Event description:
The customer reported that she went to the emergency room with a blood glucose reading of 470 mg/dl. Prior to the event, the customer was involved in a car accident. The customer was the passenger. The customer stated that she got tired of waiting in the emergency room, and left without seeing a doctor. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.